Event description:
It was reported, needle 18x1-1/2 rb, contamination on the tip of needle.the following was provided by the initial reporter: I'm writing to you because I went to use one of your needles this morning to take my medication and there was something stuck to the tip of it that definitely shouldn't have been there. The package was properly sealed when I opened it and the thing that was stuck to the tip of the needle was inside the safety cap, I only noticed it when I took the cap off to draw up the medication from the bottle and was orienting the needle properly to go through the membrane on the bottle. I've got no idea what it actually is, perhaps a seed or a spore, or just a piece of something from some manufacturing equipment? Regardless it definitely shouldn't have been in there since they're supposed to be sterile packaged so I didn't use it because I didn't want to risk contamination or harm. I wanted to report it to you so you can investigate the issue in case other needles are affected as it is quite small and someone could easily miss it. I've attached some pictures for you of the needle and the packaging with the lot number.additional information :I opened the needle on (B)(6) find the specific date format you requested confusing). I don't remember what day I actually bought them on but it wasn't that long ago and my pharmacy still has needles with the same lot number now.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.